Manufacturer narrative:
Though the user report implicated 3 devices (model number 16-02-85, serial numbers (B)(4)), investigation and follow-up communication with the customer has revealed that there is no known device issue. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer on november 21, 2016, sorin group (B)(4) learned that the customer filed the user report for record only. The customer stated that none of the heater-cooler devices have been tested no allegation of infection or contamination was being made. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As no allegation of a device malfunction has been made, no further investigation is required. If additional information is received that changes the facts or conclusions submitted in this report, a supplemental report will be filed.

Event description:
On november 14, 2016, sorin group (B)(4) received a user medwatch report ((B)(4)) stating that the hospital received a notification from the FDA regarding the sorin heater-cool system 3t and its association with non-tuberculous mycobacterium (ntm) infection in patients. The facility had 3 of these units, which were all removed from service per FDA recommendations. The report also stated that the devices at the facility have not been tested for ntm, per recommendations from the FDA. The facility planned to send a letter to potentially exposed patients. The report stated that the facility is unaware of any ntm infections in patients related to the use of the 3t heater-cooler device.